Manufacturer narrative:
The manufacturer did not receive the devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A legal claim was raised. It was reported that the patient alleges that he received an mmc cup and has now made a legal claim. We have no additional information at this time, including whether patient has had a revision or what symptoms he is experiencing.

Manufacturer narrative:
No trend considering the following event is identified: pain and/or metal reaction. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient had a mmc cup implanted on (B)(6) 2010 and he is pursuing a legal claim. The surgical report of revision, (B)(6) 2016 , is available for investigation and reports the revision due to failed hip arthroplasty secondary to metal-on-metal reaction. Review of received data: the surgical report of implantation dated (B)(6) 2010 was received. The report describes the implantation of a total hip replacement on the right hip due to aseptic necrosis. The operation detail describes the implantation of a size 58 cup after reaming with size 59. Excellent orientation and fit are reported. An alloclassic stem size 5 was implanted with neutral neck and a size 52 head. No other conspicuousness. The surgical report of revision dated (B)(6) 2016 is available for investigation. The diagnosis reported is failed hip arthroplasty and secondary to metal-on-metal reaction and that the patient is a (B)(6)-year-old male with a history of a right metal-on-metal total hip arthroplasty. The patient was experiencing grinding and severe pain in his right hip. He wished to electively undergo a revision to a ceramic-on-polyethylene bearing, which would require an acetabular component revision. During surgery following observation are reported: joint fluid was encountered and sent for culture and was normal in appearance. The capsule was stained with metal debris. Later, it is noted that a synovectomy was performed around the femoral component. It was noted to be well-fixed with appropriate anteversion and therefore it was left in place. There was noted to be metal stain capsule throughout with significant synovitis. This was sent for culture as well. No signs of infection were noted. The monoblock acetabular shell was noted to be well-fixed, and it was removed using curved gouges and curved osteotomes. The cup was removed and there was noted to be intact columns with just a small area of posterior wall attenuation, but effectively no bone loss. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, the device location is unknown. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea (zimmer mmc cup): aseptic loosening, metallosis due to deformation of the cup due to setting instrument leads to increased wear: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Aseptic loosening, metallosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis) possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Metallosis due to loosening ti particles: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Third body wear, metallosis due to loosening ha particles which do not resolve: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Pain due to loss of surface modification elements (fins) possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Indefiled long term body reaction due to increased metal ion levels: possible: no x-rays, no blood test, nor explanted implants or patient factors are available, therefore this cannot be excluded. Increased number of wear particles / mechanical failure (coating looses from substrate) due to chemical/galvanic/ crevice corrosion of material: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. Groin pain due to soft tissue impingement / irritation: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Increased wear, metallosis due to deformation of the cup due to bad bone conditions, surgeon does not recognize that reduced press-fit is necessary: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Pmma wear, ti-wear, 3rd body wear, corrosion, loosening due to cup is implanted with bone cement (misuse). Not possible: in the surgical report of revision it is stated that the bone underlying the cup is intact. Therefore the use of cement can be excluded. The surgical report of implantation describe a cement-free implantation. Wrong pairing, metallosis due to missing metasul warning sticker: not possible: the product combination is allowed. Wrong pairing, metallosis due to incorrect marking on technical drawing and on the product: not possible: the product combination is allowed. Increased wear due to increased wear due to loose ha particles which don't resorb: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Increased wear due to scratching the cup articulation surface during implantation: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Excessive wear due to incompatible clearance and materials between the misused counterparts: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Groin pain due to soft tissue impingement / irritation due to sharp elements: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Root cause determination using dfema (system analysis - interfaces): increased wear due to clearance too small ¿ rim loading: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Increased wear due to clearance too large: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Third body wear due to ti-vps particles between the femoral and acetabular component => possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Third body wear due to bone cement between the femoral and acetabular component: possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. No self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material: not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Increased number of wear particles due to chemical corrosion. Possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. Reduced rom, increased wear due to component malpositioning. Possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Reduced rom, increased wear due to component malpositioning. Possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Increased wear due to component damaged during operation - scratches on articulation surface. Possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Increased wear due to wrong pairing due to missing "metasul" sticker. Not possible: the product combination is allowed. Increased wear due to component gets paired with the wrong articulation counterpart and / or component due to zimmer compatibility website does not include the durom components. Not possible: the product combination is allowed. Increased frictional torque, increased wear due to in case of revision of sra cup is kept in place and femur is revised to an ldh => not possible: no sra cup mentioned. Therefore, it can be excluded. Increased loading on the cup, increase wear and friction due to increased or decreased offset when a ldh is used instead of a surface replacement component. Possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Third body wear due to ha particles between the femoral and acetabular component. Possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Increased wear due to component damaged during operation - scratches on articulation surface. Possible: no x-rays, nor explanted implants or patient factors are available, therefore this cannot be excluded. The implantation notes describe the procedure in general and does not contain information which allows to exclude this point. Conclusion summary: it is reported that the patient had a mmc cup implanted on (B)(6) 2010 and revised on (B)(6) 2016. The patient is pursuing a legal claim. The reason for revision is unclear: metal-on-metal reaction, pain, grinding and/or patient wish. Intraoperatively, some capsule stain with metal debris was noted. The surgical report of implantation dated (B)(6) 2010 describe the procedure in general and report excellent orientation and fit. Due to significant lack of information (no x-rays nor explanted implants or patient factors), it is impossible to determine an exact root cause for patient revision. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer`s reference number of this file is cmp-(B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 60 mm/52 mm, code r on the right side on (B)(6) 2010 and the patient underwent revision surgery on (B)(6) 2016 due to pain and metal reaction.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: a legal claim was raised by a patient implanted with an unknown mmc cup. No details were provided, it is unknown which symptoms the patient is experiencing or whether he underwent a revision surgery. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the risk management worksheet which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).